Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data and fluoroscopic images. In the recorded period between (B)(6) 2019 and (B)(6) 2020 the rv pacing impedance was initially recorded at 450 ohms before it abruptly rose greater than 3000 ohms in the end of the recorded period. In the available iegm episodes artifacts were visible in the rv channel, which led to the reported oversensing and inappropriate shocks. The analysis of the provided fluoroscopic images could neither deny nor confirm a subclavian crush. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 73 months, oversensing with inappropriate therapies on the ventricular channel was reported. The patient was hospitalized but apart from the shocks, no further adverse patient side effects have been reported.